Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device blood pressure readings are high. It is unknown if the device was in use on a patient. There was no report of patient or user harm.